Manufacturer narrative:
Pls note that this submission was submitted in the test account accidentally because I wasnt aware of the production account. The MDR was submitted on 1/29/2016.

Event description:
Drive medical received notice of an incident from the provider involving a rollator, a product imported and distributed by drive medical. The handle bars allegedly snapped causing the patient to fall and injure his back. He was hospitalized. This report is based solely from the information provided from the provider.